Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted. The patient was placed on direct oral anticoagulant (doac) monotherapy then clopidogrel monotherapy to follow. The 45 day follow up echocardiogram showed some leakage at 135 degrees posterior but no measurement was made. At the one (1) year routine follow up, transesophageal echocardiogram (tee) imaging revealed a pedunculated device related thrombus (drt) attached to the device screw on the closure device. The physicians placed the patient back on clopidogrel and lixiana and to repeat a tee again in two (2) months time.

Manufacturer narrative:
H6 device code added: failure to seal.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted. The patient was placed on direct oral anticoagulant (doac) monotherapy then clopidogrel monotherapy to follow. The 45 day follow up echocardiogram showed some leakage at 135 degrees posterior, but no measurement was made. At the one (1) year routine follow up, transesophageal echocardiogram (tee) imaging revealed a pedunculated device related thrombus (drt) attached to the device screw on the closure device. The physicians placed the patient back on clopidogrel and lixiana and to repeat a tee again in two (2) months' time.